Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a second degree atrio-ventricular (av) block during the first deployment attempt. The patient's membranous septum (ms) was 6mm or more, therefore it was assumed that no block would occur if the placement depth was about 3 mm. However, since the av block occurred, it was judged that the intrinsic rhythm could be confirmed if the valve was placed shallowly, and recapture was performed. The valve was placed at 1mm on the non-coronary cusp (ncc), however the patient's intrinsic rhythm could not be confirmed. The temporary pacing lead was not removed, and the procedure was concluded without additional treatment in consideration of the risk of dislodgement. No additional adverse patient effects were reported.